Event description:
It was reported by service report that the power cord was missing its ground prong, and the communication cord had bent and missing pins. It is unknown if there was any patient involvement or adverse consequences to report.

Manufacturer narrative:
Result: power cord plug missing ground prong. Communications cord with bent and missing prongs.